Event description:
It was reported that that the patient's right ventricular (rv) lead had high pacing threshold, elevated lead impedance and no capture. There was a macro dislodgement of the lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.concomitant products 5568 implantable pacing lead 2011-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range at approximately 1400-1600 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.